Event description:
The tpr lines are breaking. The repair tube is breaking--either while they're being used to repair an original line or is already broken when it comes out of the package. Additional information requested ((B)(6) 2014 and (B)(6) 2014) but not provided. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
During the course of investigation, a review of the complaint history, instructions for use (IFU), quality control (qc) and a visual inspection of the returned opened and used product was conducted. The visual inspection noted that the replacement catheter tubing had separated from the strain relief. The separated portion appeared to have jagged edges and looked stretched as if it was exposed to forces beyond its design. Per quality control (qc) specification, there is a confirmation that the entire catheter assembly is clean and free of excessive damage or flaws. This product is shipped with an instructions for use (IFU) which states warnings, precautions and instructions for use. The root cause was determined to be product use/handling related as it appears the product received excessive pressure. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Quality engineering risk assessment (qera) was used to assess the risk of this complaint. No further risk reduction is required at this time.

Manufacturer narrative:
(B)(4). Event description still under investigation.